Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: lost gas during case. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Insufflator operated at least-favorable environmental conditions for an extended period of time. Power button inadvertently turned off. Tubeset/gas supply inadvertently detached/loose. Loss of power. Pressure button does not disengage. Inlet/outlet gas connectors not connected properly. Insufflator accessories not connected properly. (B)(4).

Event description:
It was reported that the procedure had to be converted to open procedure due to loss of gas flow.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the procedure had to be converted to open procedure due to loss of gas flow.